Event description:
It was reported that a stent detached from the balloon and additional intervention occurred. The target lesion was located in the mid left anterior descending artery (lad). During advancement of a 2.50 x 12 synergy drug eluting stent through the arm in the guide catheter, the stent came off of the balloon. The stent was successfully removed from the arm using a micro snare. Another of the same device was used to complete the procedure. No patient complications were reported. It was further reported that a 32mm x 2.75mm synergy failed to advance to the target lesion. During the procedure, a dissection occurred. The procedure was completed with another synergy stent. The patient was okay and discharged with plavix for at least a year.

Event description:
It was reported that a stent detached from the balloon and additional intervention occurred. The target lesion was located in the mid left anterior descending artery (lad). During advancement of a 2.50 x 12 synergy drug eluting stent through the arm in the guide catheter, the stent came off of the balloon. The stent was successfully removed from the arm using a micro snare. Another of the same device was used to complete the procedure. No patient complications were reported.